Event description:
Three endeavor drug-eluting stents were implanted in the mid rca (MFR report #2953200-2008-00784 - 00786). Patient is reported to have suffered an acute stemi, post ptca, on the same day as stent implant. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic at 30 day & 6 month follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation: (myocardial infarction).